Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a high drain 105/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use at power up. The patient stated that at power up they received a high drain 105/call pd nurse alarm. The technical service representative (tsr) had the patient press stop and go to review the logs and programmed therapy. The patient would use the same hcp tonight. The tsr referred the patient to the on-call registered nurse (rn) to advise them of the alarm. The tsr would swap the machine. The programmed therapy was continuous cycling peritoneal dialysis/intermittent peritoneal dialysis with a total volume of 11500ml, a total time of 9:30, a fill volume of 2300ml, a last fill volume of 0ml, a weight setting of kilograms, a patient weight of 105 kilograms, 5 cycles, a dwell time of 1:25, an initial drain alarm of 0ml, a comfort control setting of 36 degrees celsius, a last manual drain setting of yes, a total ultrafiltration (uf) of 1700ml, and the alarm set to yes. In the last therapy, the uf equaled 2085ml, the average dwell time equaled 1:04, the initial drain volume equaled 5ml, the recovered initial drain equaled 0ml, the last fill volume equaled 0ml, the total fill volume equaled 11508ml, the average drain time equaled 0:33, the total uf equaled 1778ml, bypasses equaled 0 and manual drains equaled 0. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the patient's peritoneal dialysis nurse (pdn) on (B)(4) 2012, regarding the reported high drain 105/call pd nurse alarm. The pdn stated the patient did not make her aware of the alarm, and that the patient has been continuing therapy on their cycler successfully. No patient injury or medical intervention was reported. The pdn stated the patient has not reported any other drain volumes or other symptoms of iipv. No allegations were made against any of the patient's disposable products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.